Event description:
Info received indicates the side rail will not latch and keeps falling down.

Manufacturer narrative:
The technician found the right head side rail latch mechanism not working. The technician replaced the side rail to repair the bed.